Manufacturer narrative:
.

Event description:
Patient had a 2nd revascularization one day after initial revasc due to occlusion. The revascularization was related to the target vessel/lesion. Balloon angioplasty was performed successfully. It is also confirmed that initial revascularization was completed by ballooning and thrombolysis.

Event description:
During the index procedure, one complete se stent was implanted in the right distal sfa. Approximately 20 months post index procedure in-stent restenosis was reported. A clinically driven tlr/tvr was performed. Investigator reported a possible relationship to the study stent.

Manufacturer narrative:
(B)(4): eval, results: restenosis of stented segment. Root cause of restenosis unk.